Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "a few of our tubes have air bubbles in the gel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. A visual examination of photos was performed and revealed air bubbles in the gel. The photos show tubes with blood in them and air bubbles in the gel barrier. Additionally, 100 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however. The exact cause of the issue could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "a few of our tubes have air bubbles in the gel."